Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report of air in the patient line was not confirmed due to lack of sample. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center to report a check heater line alarm on a homechoice (hc) machine during fill 1 of 6. The technical service representative (tsr) had the home patient (hp) discard supplies and start again with new supplies due to air being in the patient line. The hp discarded supplies and started again with new supplies. The hp stated that the patient line had no solution in the line. The tsr had the hp reprime the patient line 2-3 times and there was still no solution in the patient line . The tsr advised the hp to contact the registered nurse (rn) in regards to missing therapy and air detected in the patient line. There was no patient injury or medical intervention indicated at the time of the initial report. During a follow up, the hp said he could not recall how air may have gotten into the line because he could not remember the particulars of that night since so much had happened since then. He said he did not really even remember that there was air at all. The hp said he talked to his nurse but did not know if he had told her about the air specifically. No patient injury or medical intervention was reported.